Manufacturer narrative:
Refer to the evaluation summary below for the results of the engineering evaluation. Engineering evaluation - the returned delivery catheter for the contralateral leg component was returned to gore for evaluation. However, the leading olive was not returned for evaluation. Visual inspection of the device showed the leading olive had pulled off the delivery catheter. No damage was seen on the leading end of the delivery catheter guide wire lumen. The findings from the investigation showed no evidence of a bond for the leading olive to the delivery catheter on the polyimide guide wire lumen. The findings from the evaluation are consistent with the reported observations. The root cause for the olive separation from the catheter is due to a lack of bonding between the leading olive and the delivery catheter. The root cause for the lack of bonding between the leading olive and the delivery catheter could not be determined based on the currently available information. The root cause of the event could not be determined with the provided information.

Manufacturer narrative:
(B)(4). Concomitant products: the patient's medications include; aspirin, acetaminophen-hydrocodone, coq-10, cozaar, flecainide, hydrochlorothiazide, metoprolol tartrate and krill oil. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent emergent repair of a 7.1 cm ruptured infrarenal abdominal aortic aneurysm with gore excluder aaa endoprostheses. A contralateral leg component was reportedly advanced into position and deployed without issue. The delivery catheter and sheath were removed together. Reportedly, upon removal of the device it was observed that the leading olive had become completely separated from the delivery catheter and remained within the patient. Intra-operative fluoroscopy showed the leading olive remained on the guidewire. It was reported the contralateral leg component was not advanced outside of the sheath, and there was no noted resistance advancing or withdrawing the device. Further, it was reported there was nothing about the patient's anatomy that caused or contributed to the leading olive separation. The cause of the leading olive separation is reported to be unknown. The detached olive was snared and removed from the patient (B)(6). The procedure was concluded with no further issues. Final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure. The device is being returned to gore for evaluation.